Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation and blister under the back electrodes. There was no alleged device malfunction contributing to the irritation. The physician advised the patient that she can end use due to the skin irritation. Follow up indicated that the patient ended use and the skin irritation is improving.